Manufacturer narrative:
(B)(4). The fungal peritonitis event occurred on an unspecified date in (B)(6) 2015. It was reported that a patient experienced a breach in aseptic technique which resulted in fungal peritonitis coincident with peritoneal dialysis (pd) therapy. The breach in aseptic technique was further described as the patient not cleaning correctly and contamination. It was reported the patient was hospitalized for another indication, not the peritonitis event. The patient was treated with vancomycin and ceftadime (doses, route, frequencies and duration not reported). On an unknown date, the pd catheter was removed and the patient began hemodialysis (hd). At the time of this report the patient remained on hd therapy and was recovered from this peritonitis event. It was reported that the patient will be back on pd therapy within the next month. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis manifested by cloudy effluent coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. The patient had been hospitalized for one day when the peritonitis event was diagnosed. Beginning on the day of onset, the patient was treated with vancomycin intraperitoneally (dosage, frequency, and duration not reported) for the peritonitis event. Dianeal therapy was discontinued and the patient began hemodialysis. The patient was reported to be recovering from the peritonitis event. No additional information is available.